Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
A manufacturing representative reported that a low battery reset alarm was heard and confirmed by telemetry. Pump logs showed low battery reset and safe state on (B)(6) 2015 at 13:57. The patient experienced increased pain, withdrawal symptoms, and flu-like symptoms. The pump was currently in minimum rate mode due to the safe state condition. The pump was replaced in emergency surgery. The patient reported seeing an 8474 code on their personal therapy manager (ptm), and he thought he heard a beeping that started when he saw that code. It was noted the patient had an electroencephalogram (eeg) on (B)(6) 2015. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). The medications being delivered by the system were bupivacaine at 30mg/ml and morphine at 4mg/ml. The doses and lot numbers were unknown. The outcome was unknown. If additional information becomes available, the event will be updated.